Event description:
This spontaneous case, reported by consumer, who contacted the company to report a product complaint, concerns a female patient of unknown origin. Medical history and concomitant medication were not provided.the patient received insulin lispro (humalog) cartridges via luxura half dose pen for the treatment of diabetes beginning on an unspecified date (dosing regimen was not provided). On unspecified dates, the patient was hospitalized twice because of high blood sugars. For a few months (2009), the patient had blood sugars in the 500s. Four months later, the patient had a blood sugar of 580 (mg/dl) and reused a needle. It was reported that the patient's luxura pen was jammed (lot number unknown). Treatment measures were not provided. The patient recovered from the hospitalizations and had not recovered from the high blood sugar. Humalog was continued. The initial reporter requested that she not be contacted further. The consumer operated the device. Training status was unknown. The patient used the device model and the reported device for an unspecified amount of time. Return status of pen was unknown.update 30-nov-2009: additional information was received via the global product complaint system on 24-nov-2009. Added the device specific safety summary for the luxura half dose pen and completed. Added the request for no further contact to the narrative.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred.this report includes final evaluation findings. No additional information is expected. Evaluation summary: a caller reported that a luxura hd device was jammed. The caller did not know the lot number. Requests for the return of the device were unsuccessful. The caller refused permission for further contact. Consequently, a device investigation was not possible. Malfunction unknown. There is evidence of improper use. The patient reuses needles. Needle reuse can result in an underdose. This misuse is relevant to the patient's complaint that the device was jammed.